Event description:
We received a report that the haptics were sticking at the optic or at the edge of the optic during the implantation of a tecnis zcb00 intraocular lens (iol). They were hard to loosen. No patient injury was reported.

Manufacturer narrative:
The manufacturing record review was performed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and does not show any change that could be related with the complaint type reported. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Exact date is unknown; information was ¿gathered by the customer in (B)(6) 2015¿. Not applicable; device remains implanted. (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.